Event description:
The customer reported that during testing, the device¿s touchscreen position was off. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse provided the customer instructions to perform touch calibration to bring the device back to normal. The unit passed required performance verification tests per philips standards.